Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation as well as additional information obtained when the csr contacted the patient for follow up on (B)(6) 2018. The patient was unsure when the alleged inaccuracies first began but believed that it may have been on (B)(6) 2018 at 4 pm when she obtained a result of ¿7.7 mmol/l¿ with the subject meter. The patient reported that she manages her diabetes with a self-adjusted dose of insulin (type unspecified) and reported that she followed her usual diabetes management routine and gave herself 3 units of insulin based on this result. The patient claimed that on the same day at around 7-7:30 pm she developed symptoms of ¿hypoglycemia". The patient specifically mentioned developing symptoms of "feeling lethargic, mother said she didn't look right, felt tired, out of breath, tightening in chest and felt very anxious¿. The patient reported calling an ambulance and when the paramedics arrived they compared the results between her meter and the their meter. The patient claimed the paramedics obtained an inaccurate high result of ¿7.7 mmol/l¿ with the subject meter compared to a result of ¿2.6 mmol/l¿ on the ambulance¿s meter. They also performed a retest and again obtained a result of ¿7.7 mmol/l¿ with the subject meter compared to a result of ¿2.9 mmol/l¿ with their meter. The tests were performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported receiving treatment of oral glucose gel, a glucose drink and was given something to eat. The patient claimed that after treatment she had her blood glucose tested again using the paramedic's meter and her blood glucose had gone up to ¿5.0 mmol/l¿. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr noted that the patient was following the correct testing procedure and based on the information provided the patient¿s test strips had been stored correctly, were within their expiry/discard date and the vial was not cracked or broken. The patient did not have control solution to perform a quality control test on the meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after obtaining alleged high results with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.